Manufacturer narrative:
The evaluation of the device revealed it was within all specification requirements and concluded that no product defect was found. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing discomfort and irritation upon initial insertion of the contact lens. He reported his doctor informed him that it could be inflammation or a reaction to the lenses. The doctor verified the patient had complaints of hazy vision, redness and pressure behind his eye. Upon examination, cells and flares were observed and the patient was diagnosed with iritis. After two weeks of treatment with pred forte ophthalmic suspension, the patient's eye recovered. The doctor does not relate the event to the product.